Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient patient went to get an MRI today. She was told the system was MRI compatible.  The patient said they just tried to have an MRI and it shocked them so they stopped the MRI. They had to stop the MRI because it was shocking her and causing pain. She was trying to see if she could handle it and stayed in the MRI for 5 minutes. She was getting some jolts. The patient was asked if she turned the device off or put it into MRI mode and she said no. Patient is on her way home to get her handset and communicator so she can put it in MRI mode. Patient said, she always feels a mild discomfort off and on because she wants to get maximum relief. She said it's not any worse then the mild discomfort she normally feels. The patient said they found out they need to use MRI mode. Worked with pt and their equipment they were successful to activate MRI mode.